Manufacturer narrative:
Device manufacture dates: battery sn (B)(4): 08/10/2017, battery sn (B)(4): 11/27/2018. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p3 & p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was receiving battery faults.